Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device catalog #: unknown. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a study was conducted indicating that unspecified bd vacutainer® sst¿ blood collection tubes exhibit a bias when compared to greiner citrate/naf tubes for glucose testing and recommends either transitioning to a citrate/naf tube or employ mathematical corrections if utilizing gel separator tubes for glucose testing in their established preanalytical process. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2024-00793 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that a study was conducted indicating that unspecified bd vacutainer® sst¿ blood collection tubes exhibit a bias when compared to greiner citrate/naf tubes for glucose testing and recommends either transitioning to a citrate/naf tube or employ mathematical corrections if utilizing gel separator tubes for glucose testing in their established preanalytical process. There was no health impact or consequences reported.